Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a clear liquid was coming out the back of the coulter lh 780 hematology analyzer. Customer indicated she was wearing gloves, goggles and a lab coat when she found the leak. Customer reported the volume of the liquid was approximately 50 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the drain line for the sweep flow reservoir was disconnected. The fse found the leak was diluent. The fse trimmed the line and reconnected the tubing. There were no more leaks after the instrument was serviced.

Manufacturer narrative:
(B)(4).